Manufacturer narrative:
Covidien reference # : (B)(4). Date of initial report : (B)(6) 2016. One used forcefx8cs generator was received for evaluation. The reported condition was confirmed. The investigation isolated the failure to the psrf board but the root caused was not identified. The psfr board was replaced to address the condition. A review of the appropriate device history records indicates that this unit was released meeting all specifications as manufactured.

Event description:
The customer reported a rem-sensing malfunction of the forcefx-8c generator. It was reported that the rem was still working when it was not applied to a patient. The green indicator light stayed on, rather than turning to red, and reportedly no alarm sounded. There was no patient involvement.